Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a revision breast augmentation with two unspecified mentor smooth gel breast implants and experienced bilateral rupture postoperatively. The patient underwent bilateral removal and replacement with two mentor memorygel breast implant prostheses (left catalog #: 3504501bc, (B)(4), right catalog #: 3504001bc, (B)(4)) on (B)(6) 2022 for unspecified reason. Upon explantation, bilateral rupture was observed. The devices were inadvertently discarded upon explantation and are not available for product evaluation. Multiple attempts were made to obtain further clarification regarding this event. However, no additional information has been received. If additional information becomes available in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).